Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 491mg/dl and moderate to large ketones. A correction bolus via the pump was delivered to address the bg level. Prior to contacting tandem technical support (cts), the customer disconnected themselves from the pump and did not observe drips of insulin exiting the infusion tubing during a test bolus and an additional occlusion alarm was received. A system check was performed with cts and insulin was observed exiting the infusion tubing during the load fill tubing sequence. No damage to the cannula was noted. A pump supply change was performed and the customer successfully delivered a correction bolus without any additional occlusion alarms occurring. A follow up call to ensure the customer's bg level decreased was declined by the customer.